Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was reported that the patient received multiple inappropriate shocks due to noise on the right ventricular (rv) lead. There was a high impedance and noise visible in electrocardiogram (egm) episodes during arm movements. It was noted rv lead integrity warning triggered alert and there was a possible fracture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).